Event description:
It was reported that the customer was unable to charge the pump with the tandem-provided charging pad. Reportedly, customer was able to charge the pump with an alternate charging pad. There was no adverse impact to the customer's blood glucose level.